Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, a remote clinical trainer reported that the user did not attend a scheduled additional training appointment. When contacted, the user stated via text that they had been hospitalized due to receiving an overdose of insulin from the pump and would notify when they were ready to resume using it. The trainer noted that the user was a self-starter who had not completed training or attended any prior training sessions. Multiple attempts were made to contact the user on (B)(6) 2025 to gather blood glucose (bg) and hospitalization information, but all calls were unanswered, and voicemail's were left.